Event description:
It was reported that the right ventricular (rv) lead exhibited steadily increased capture threshold and increased pacing impedance due to insulation damage. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.